Event description:
It was reported that multiple episodes of noise were observed. No inappropriate shocks delivered by the device. No further information was available.

Manufacturer narrative:
(B)(4).